Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon pro is not an implantable device. If explanted; give date: n/a (not applicable). Healon pro is not an implantable device; therefore, not explanted. (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the use of healon pro led to elevated iop (intraocular pressure) ¿ 35 mmhg. Subject (B)(6) attended the preoperative study visit on (B)(6) 2019 and iop was measured as 17 mm hg in the left eye. The subject had cataract surgery in the left eye on (B)(6). At the 1-day postoperative study visit on (B)(6) 2019, the subject had a spike in iop (35 mmhg). The ocular hypertension was treated with acetazolamide pill and apraclonidine eye drops and iop was reduced to 20 mmhg. The site indicated that the event is now resolved. Issue noticed during post-operative examination. No additional information was provided